Event description:
The insert did not fit in the baseplate. There was no adverse consequence for the pt.

Manufacturer narrative:
The tibial baseplate and tibial inserts were visually and dimensionally inspected as received. A dimensional inspection of the baseplate found that all dimensions relating to insert mating met design requirements. The two medium inserts were assembled in the as-received condition to the returned baseplate using two thumbs pressure. Results for both inserts were a crisp snap action with full seating but laxity detected. A review of the device hsitory records for all these lots of inserts found that no discrepancies were reported during MFR.